Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the device manufacturer's investigation.

Event description:
During the review of the patient's medical records, it was discovered the patient was diagnosed with peritonitis as a result of not following aseptic technique. He was treated with antibiotics and has recovered. He remains with the ccpd program in stable condition.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specification.